Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error a couple of times during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was over 17 mmol/l. It was advised to discontinue the use of the device and revert to a back a plan. Customer's mother did not have the insulin pump information. She was advised to contact the local office to arrange the replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.